Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received. At this time, the expiration date is unable to be captured due to a technical glitch with e-submitter. The actual device expiration date in catalog# shall be documented as 03/24/2025.

Event description:
It was reported that during a transcarotid artery re-vascularization (tcar) procedure, a dissection was noted upon insertion of the arterial sheath and 0.035" enroute wire. The physician elected to convert the procedure to carotid endarterectomy (cea) successfully to resolve the dissection. No further information has been made available.